Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed. No product or photographs were provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Though it was reported that patient sustained a fall, the cause is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision approximately 8.5 years post implantation due to a loose tibial component. It was noted that the patient reported a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4), the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01065, 0001822565-2024-01066.